Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the air bubble in the reservoir. The customer's current blood glucose level was 250 mg/dl. The customer stated that the air bubbles during using the tube. The customer declined to troubleshoot the high pressure test. The insulin pump will not be returned for analysis.